Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. The instrument passed the electrical continuity test. Further investigation revealed scratch marks/abrasion that contributed to the conductor wire insulation damage. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had scratches on the conductor wire and beige-coated section. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no arcing event that occurred during procedure.